Event description:
It was reported that the contacts appeared ¿misaligned or bent.¿ it was noted that there was no issue with the patient as the leads did not come into contact with the patient or equipment used for the surgery. It was noted that no diagnostics were performed and the cause of issue was not determined. There were no patient symptoms or complications associated with this event. It was reported that the leads appeared to be ¿slightly misaligned¿ through the contacts. It was noted that the device was not used in a patient. The intended use of the device was treatment. It was further noted that there was no patient death or injury. Refer to manufacturer report # 6000153-2013-00213.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v798530, product type lead. (B)(4).